Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found there was no damage to the catheter. The inner diameter (ID) of the wire lumen was within specification. Functional testing was performed by loading the catheter onto the guidewire and completely advancing through the lumen without encountering any resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty was encountered. The 75% stenosed target lesion was located in the moderately tortuous and calcified left renal artery. The 5.5mmx1.5mmx153cm ultra-soft balloon catheter successfully postdilated the target lesion. When the physician was removing the balloon catheter he felt severe resistance. The physician was able to successfully remove the ultra-soft balloon catheter and the non-bsc guide wire as a single unit. Procedure was completed with another 5.5mmx1.5mmx153cm ultra-soft balloon. No patient complications were reported and the patient's status was good.